Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd plastipak¿ concentric luer lock syringes were found with broken plungers. The following information was provided by the initial reporter, translated from german: "piston plunger broken off. Sterile flask parts are in the pack, break cards very sharp."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023. H6: investigation summary one sample received by our quality team for investigation. Upon visual evaluation, it can be observed the plunger of the syringe is broken at the thumb press. All the broken parts from the plunger remains in the unitary packaging. This suggest the thumb press broke after packaging process took place. A device history review was performed for lot 2206036, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the root cause of the non-conformance can be related with a hit of the part during secondary packaging process. H3 other text : see h10.

Event description:
It was reported that 5 bd plastipak¿ concentric luer lock syringes were found with broken plungers. The following information was provided by the initial reporter, translated from german: "piston plunger broken off. Sterile flask parts are in the pack, break cards very sharp."